Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. To resolve the issue, a supply change was performed and insulin delivery was resumed. Blood glucose level was 151 mg/dl. As the occlusion alarms had occurred prior to contact tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.